Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). This med watch is being filed to relay additional information. On may 17, 2019, it was reported that the milling machine roller was stuck. During follow up it was clarified that the handle was stuck on to the roller and could not be removed. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. Zimmer biomet china has not previously repaired/evaluated skin graft mesher serial number (B)(6). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher by zimmer biomet china on june 26, 2019 revealed that the roller needed replaced. Repair of the skin graft mesher was performed by zimmer biomet china on june 26, 2019 which included replacement of the roller. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was only noted that the roller needed replaced. It is unknown with the information that was provided if the ratchet was stuck on to the roller shaft extension. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was only noted that the roller needed replaced. It is unknown with the information that was provided if the ratchet was stuck on to the roller shaft extension. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the milling machine roller was stuck. The handle was stuck on the roller and cannot remove it from the roller. Part of the device was bent and/or damaged. The event occurred before surgery. There was no harm or injury to the patient. There was no medical intervention and no surgical delay. No adverse events were reported as a result of this malfunction.